Event description:
Access and establishment of reverse flow appeared to be successful with no noticeable events occurring. As the .014' guidewire was being advanced, it kept prolapsing. Several angios were taken with no visual signs of dissection, but the wire continued to prolapse. Dr p pulled the arterial sheath back to try and get the wire out from under the potential dissection flap. The wire continued to prolapse, and while remaining clamped, he removed the arterial sheath and closed the access site. He re-stuck more proximal to the original access site, and then used a .035' glidewire to get access into the ica. He advanced and successfully placed the arterial sheath over the glidewire, and then successfully established reverse flow. Using a 65cm kumpe catheter, he exchanged the glidewire for a 300cm .014' glidewire advantage, and then successfully completed the intervention. Patient was done under local, and was lucid and neuro intact the entire procedure. Patient present at time of event?: yes patient complications: dissection in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: no medical or surgical interventions: placed an additional stent to cover potential dissection flap patient outcome: fully recovered.

Event description:
On 03-june-2025 the customer representative shared that further information has clarified that this complaint record is against a different bsc device, and not the enroute gw hence integer have deemed this complaint to be voided and no further investigation will be performed on this complaint.

Manufacturer narrative:
As the complaint was caused by a third party device, this complaint has been voided and no investigation will be performed.